Event description:
It was reported that a novum iq large volume pump had a false occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false occlusion could not be reproduced. A review of event history log revealed multiple occurrences of downstream occlusion (dso) alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be downstream occlusion sensor out of calibration. The downstream occlusion sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.